Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that his pump went black during the night. The customer's blood glucose was 15.5 mmol/l. The customer stated that the there were replace battery alarms in the history in the morning. The customer's father called back to report there has also been power error detected alarm. Advised customer to revert to back up plan. The insulin pump will not be returned for analysis.